Event description:
Patient reported experiencing the infusion set tubing separating from the luer lock several times during 2005 and 2006. Patient indicated that his blood glucose ranged from 40 mg/dl to 363 mg/dl and was unsure if this was caused by the tubing separation. The patient indicated that he checks his blood glucose every 2 hours. No symptoms were reported with the elevated blood glucose readings. He indicated that he did not require medical intervention when the tubing separated. The product was requested to be returned for evaluation.

Manufacturer narrative:
Issue described to agency in recall# 2183996-03/21/06-001-r